Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 374 mg/dl. Troubleshooting was performed and pump appears to be functioning as expected. Cartridge and infusion set are changed every 3 days. Customer changed the cartridge and infusion set, and reportedly blood glucose levels began to stabilize.